Event description:
It was reported to philips that the hands free cable is worn. There was no patient involvement. The field service engineer (fse) found the hands free cable worn and needing replacement. Upon conclusion of the evaluation, it was determined that the hands free cable requires replacement. It is on order. The customer is able to replace cable once obtained by them. No further action at this time.

Manufacturer narrative:
Reporting institution name: (B)(6).